Event description:
Temporary no flow. Circulatory flow stopped for a few seconds during the implantation of the stent, due to electromechanical dissociation. Quick recovery, without sequalae, normal in-hospital evolution.